Event description:
It was reported that the patient was seeking a new physician because her physician wouldn¿t see her anymore. When the patient saw the physician on (B)(6), she was told that the pump was ¿dead¿ and ¿empty¿. The pump was supposed to be replaced on (B)(6), but the patient was told by a ¿lady¿ that the physician would not replace the pump. It was unclear who the ¿lady¿ was, but she had also said that she didn¿t know what the patient should do as it had not been discussed yet. The patient¿s pump had begun alarming about three weeks prior to report, but was ¿barely going off¿ at the time of report. It was also reported that the patient had been experiencing morphine withdrawal over the four weeks prior to report. The healthcare provider (hcp) gave her morphine pills and she had called about two weeks prior to report to get a refill, though she would be out of pills on the upcoming saturday. She planned to go see her primary-care physician to see if she could get a refill until she was able to find a pain doctor. The device system had been used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8575, lot# n067376, implanted: 2006-(B)(6), product type accessory, product ID 8709, lot# j11007r33, implanted: 2002-(B)(6), product type catheter. (B)(4).